Manufacturer narrative:
The user facility submitted a medwatch report for this event: (B)(4). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link non-dehp standard bore catheter extension set developed a hole while injecting contrast for a computerized tomography (CT) scan. The issue was further described as "it blew". The event occurred during patient use. A power injector was used when the issue occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.